Event description:
On (B)(6) 2018, the surgeon performed a revision of a right total knee arthroplasty. On (B)(6) 2018, the patient dislocated the knee and the surgeon performed an open reduction and poly swap from 12mm to 14mm. The surgeon noted that the posterior locking mechanism for the poly insert had been damaged.

Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. Review of similar complaints found that when an insert appears to be dislodged after a short time in-vivo, it is likely due to installation issues at the time of the index surgery.